Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. Atrial capture was not tested at implant because the patient had been in atrial fibrillation (af) during programming. A chest x-ray was performed and confirmed that the lead had dislodged. A revision procedure was performed and this ra lead was explanted and discarded. The patient complained of shortness of breath but no additional adverse patient effects were reported.